Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event with symptoms of diarrhea and fever. The patient was treated for the peritonitis with injection (inj) vancomycin (1g, stat, route of administration not reported) and inj. Cefepime (1g, twice a day per bag, route of administration not reported). At the time of this report, it was unknown if the patient had recovered from the peritonitis. Extraneal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.